Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting during prime. The customer also reported that the insulin pump rewinds slower when battery is low and infusion set tube will drip insulin when cannula is kinked. The customer's blood glucose was unknown at the time of incident. The customer declined troubleshooting. The insulin pump will not be returned for analysis.